Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "accumulated air and couldn't resolve the arm; yes patient was involved; no harm; just delayed therapy. To whom it may concern, my account (B)(6) has 4 devices with a quality complaint issue. (B)(6). Product: accumulated air and couldn't resolve the arm; yes patient was involved; no harm; just delayed therapy. Product: distal occlusion; delayed therapy; couldn't resolve alarming thank you, delay in therapy:yes. Need for medical intervention:unknown. Patient involvement: yes. Death / serious injury: no human harm: no. "